Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. It is unknown if there was infection or abscess related to device placement procedure, abbvie has chosen to report this event due to the proximity of the event to the procedure. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Husband reported that the patient had cough and abdominal pain prior to the procedure. On (B)(6) 2020, patient had a follow up appointment, the patient was sent to the hospital for a chest x-ray due to continued cough. The patient was diagnosed with a pneumothorax they believe was preexisting to tubing placement. Patient was admitted to the hospital on (B)(6) 2020 and had a CT scan of the abdomen which showed an abscess between the stomach and the liver. It was reported that they are not sure if it was a pocket of blood, air, or infection. Report indicated that there were no drains placed. Patient was treated with IV antibiotics while hospitalized and continued with oral antibiotics for 5 days after discharge on (B)(6) 2020. Reportedly, antibiotic was used as a precaution.